Manufacturer narrative:
Additional information received indicated that the customer had continued to receive additional occlusions. The customer's blood glucose was not impacted during these occlusions. As the customer was not experiencing an occlusion when tandem technical support was contacted again on (B)(6) 2016, troubleshooting to determine a possible cause of the occlusions could not be performed. Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 350 mg/dl. Insulin injections and boluses were used to address the bg level. The cause of the past occlusions could not be determined. A system check was performed using the current supplies on the pump and the infusion set site appeared to be related to the infusion set site. However, as there were no obvious signs of infusion set issues when the past occlusions had occurred, the cartridge was to be changed using a cartridge from another box.